Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue with the generator not reading the instruments. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found no related failures. No issue found on the iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the bipolar energy was not working on integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found no errors. The customer stated that both bipolar ports were not working. The isi tse reviewed the logs and could see a bipolar instrument and its power readings on universal surgical manipulator (usm) 2. The isi tse asked if the power was working at the time of the call, and if so, how the issue was resolved. The customer stated she did not know since she was not in the room. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure could not be completed using the iesu. The procedure was completed with the e-100 generator.

Manufacturer narrative:
The integrated electrosurgical unit was further evaluated by the original equipment manufacturer. The unit generated multiple errors on start-up that could potentially link to the reported "bipolar not working" failure. Troubleshooting led to a malfunctioning cpu sensorik pcb to be the cause. The unit was functioning as intended after passing all the required and recommended testing. During the servicing, the equipment was calibrated, and a technical safety check was performed verifying that the equipment meets specifications.

Event description:
Refer to h10/h11 for follow-up information.